Manufacturer narrative:
(B)(6). Patient weight is unknown. (B)(4) the device has not been explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail advanced (tfn-a) procedure on (B)(6) 2016 to treat a right, comminuted unstable peritrochanteric femur fracture that was sustained during a ski accident. The surgical plan was to implant a tfna nail, helical blade, and one (1) distal locking screw. After the nail was seated, the helical blade was placed. Routine intra-operative x-ray images showed that the helical blade had distracted through the fracture site resulting in mal-reduction with a 1-1.5cm gap between the shaft fragment and the femoral neck. The helical blade was removed and, after additional interventions, inserted a second time. This attempt yielded good purchase of the bone up into the head. Multiple anterior/posterior and lateral x-ray views were taken, which showed good center-center positioning of the helical blade and appropriate fracture reduction. At the time, there was no evidence of complication. Final x-rays indicated good reduction and proper hardware positioning. See related (B)(4) for post-operative events and subsequent revision surgery. This report is 1 of 1 for (B)(4).